Event description:
It was reported this drainage catheter was placed for an abdominal abscess procedure. Post placement, alcohol was injected into the catheter. Following completion of the injection and removal of the catheter it was noted the distal portion of the catheter had fractured in three pieces and remained in the pt. One segment of this drainage catheter was successfully retrieved utilizing a snare. The remaining two segments were very small and no retrieval was attempted. The procedure was successfully completed with this unit. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the device was returned in four pieces. The catheter hub was in the open position and 1.5cm of suture was attached. The distal 10cm of the catheter was detached and not returned for eval. The remaining catheter was returned in three segments which measured 4.5cm, 6cm, 8.5cm in length. Eval of the returned segments revealed the catheter material was discolored and encrusted with numerous surface cracks. A lot search has been performed and revealed no other complaints to date for this lot number. The co's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and the co's directions for use outline appropriate usage of this device. Co believes the non-indicated use of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural emphysemas, lung abscesses and mediastinal collections... Caution: do not allow alcohol to come in contact with the catheter. Exposing the catheter to alcohol may damage the coating and the catheter."